Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Corrected data: d6b - date of explant. Explant date was inadvertently excluded in the initial report.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient's ipg was explanted due to possible infection at the ipg site. The ipg pocket was packed with antibiotic beads.